Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power circuit was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the left-hand monitor switched off and the image was black. The system had stopped. There is no report of patient injury associated with this event.